Event description:
Patient revised to address tibial subsidence.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation was limited to the provided information. The investigation could not verify or draw any conclusions about the reported subsidence. The reported patient large physical stature could be a contributing factor. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.